Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg with irritability and fatigue associated with an alleged history/settings issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with intravenous fluids. During troubleshooting with customer technical support, the reporter stated that the bolus totals did not match. The basal delivery totals in the total daily dose matched the active basal program totals and the basal history matched the active basal program settings. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged history/settings issue.